Manufacturer narrative:
The t:slim cartridge instructions for use state to make sure the insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 596 mg/dl and a corrective bolus was delivered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. There was no damage observed to the cannula. The customer reported to have filled the cartridge with slightly cold insulin. The customer's bg dropped to 308 mg/dl and the customer thought the pump was operating correctly.